Event description:
Information received a smiths medical ventilators/pneupac ventilators vr1 standard has constant flow and doesn't respond back in all modes. No patient adverse events reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a torn gaiter and there is a small crack on the manual push button. The customer stated problem was duplicated. Continuous flow was discovered on all settings. Timing valve cap was unclipped so it was re-clipped. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.